Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 8-6 mm amplatzer duct occluder was chosen for implant using a 6f amplatzer torqvue delivery system. During deployment of the device from the sheath, the device took form of a cobra deformation. As a result, the device was retrieved back into the sheath without being released, and the procedure was discontinued. Due to time constraints, a reoperation is planned for a later date. It is reported that the deformed device was never released from delivery cable while inside the patient. There were no interaction with the cardiac structures during deployment and no angulation/kink were observed in the delivery system. It is reported that there was no clinically significant delay and the patient was hemodynamically stable throughout the procedure.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.